Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving morphine 15mg/ml at 6.617mg/day, clonidine 1362mcg/ml at 600.8mcg/day, prialt 15.6mcg/ml at 6.881mcg/day, and dilaudid 5.6mg/ml at 2.4702mcg/day via an implanted pump. Indication for use was noted as non-malignant pain and post spinal cord injury. Past medical history included patient being wheelchair bound from a car accident. It was reported the patient thought they were having a little bit more pain after missing a refill. It was initially reported that the patient's symptoms in this case were related to the patient running out of oral medications and not the infusion system. The patient had oral dilaudid 4mg every 6 hours and oral methadone 10mg every 6 hours. The patient is usually filled and programmed in an extended care facility. The patient had a personal therapy manager (ptm). The patient had all their ptm activations delivered, and the patient used everyone each day (patient activated doses were: morphine 13.6mg, clonidine 1241mcg, prialt 14.22mcg, dilaudid 5.1mg/day). The alarm had sounded and the reservoir volume was noted at 0.4ml. A low reservoir alarm had occurred. The patient was diaphoretic, flushed, had increased pain, and anxious. The patient was refilled and was given a couple of boluses. The symptoms diminished to their satisfaction. There was no question in their mind of the appropriate delivery of the catheter and pump. The manufacturer representative wanted to know at what point does the flow rate of the pump decrease due to reservoir volume.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.